Event description:
Prior to the insertion of the s7 stent delivery system, several ptca balloon were used in attempt to cross a totally occluded lesion in the high coronary artery. A 2.5mm diameter by 15mm ptca balloon eventually crossed the lesion and was used to pre-dilate the lesion. The 3.0mm diameter by 18mm length s7 stent delivery system was then inserted. It was not possible for the stent delivery system to cross the severely calcified target lesion, therefore the whole system was pulled back for removal. Upon removal, the stent dislodged from the delivery balloon when it was pulled into the femoral sheath. The stent was successfully snared from the sheath and removed from the patient. The target lesion was subsequently treated with the deployment of another s7 stent, which was only partially deployed due to lesion morphology... The patient was reported to be fine post procedure and there is no additional clinical sequelae related to the event. The severe calcification of the lesion likely contributed to the event.